Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the customer was using the device updater to update the pump, the computer shut down and the pump screen displayed "pump update error". The customer rebooted the computer and attempted to update the pump again; however, the updater displayed the pump serial number as "(B)(4)". The customer was unable to complete the update process and was unable to use the pump. There was no information provided regarding the customer's blood glucose level.